Event description:
Patient reported receiving a low cartridge warning on the infusion device and cannot confirm the message. Patient alleges the confirm button on the infusion device is not functioning. No further information given. No adverse event reported. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).